Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that post paced t-wave oversensing was observed on stored electrocardiograms (egms). The patient did not receive therapy during the oversensing. The low frequency attenuation (l.f.a.) Filter was programmed on. Programming changes were recommended but not made at this time. There were no patient consequence.

Event description:
New information received notes programming changes to address the post paced t wave oversensing were made. The patient was stable.